Event description:
(B)(4). The dr. Said it was painless...was in lots of pain. I was in excruciating pain for an entire year after. I have since getting the essure....bad cramps like can't move or get out of bed during mensuration and not. Heavy periods..can't control them tons of blood clots that hurt to pass. Headaches...depression... Anxiety... No energy...nausea.. Weight gain... Back/neck pain...numbness in back arms hands...dental problems...fever...metalic taste... I have recently been diagnosed with poly cystic ovary syndrome and just started physical therapy for the second time for my back. I'm on numerous medications for the weight...back pain and pcos.